Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Abbvie documented a reported that a patient through a social media which the post alleges having paradoxical hyperplasia(ph) after having coolsculpting treatment to the "lower abdomen, love handles, back fat and on bulge above bra" 10 years ago. Later, account executive reported that patient through another social media shows lower abdomen, love handles and her back fat and reports "fat sticking out on the sides" and a hard lower abdomen. Later, patient reported receiving coolsculpting treatment 3-4 years ago to the "back/bra fat area (armpit), lower belly pooch, flanks or love handles and chin".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Abbvie documented a reported that a patient through a social media post alleges having paradoxical hyperplasia(ph) after having coolsculpting treatment to the "lower abdomen, love handles, back fat and on bulge above bra" 10 years ago. Later, account executive reported that patient through another social media shows lower abdomen, love handles and her back fat and reports "fat sticking out on the sides" and a hard lower abdomen. Later, patient reported receiving coolsculpting treatment 3-4 years ago to the "back/bra fat area (armpit), lower belly pooch, flanks or love handles and chin" and noticed symptoms "a few months after" stating areas feel harder and ¿ball ish¿. Later, customer reported "weird, hard ish uneven or bumpy/lumpy fat" on the flanks, lower stomach, chin and back/armpit. Later, healthcare professional reported that patient received treatment on the abdomen and submental with unknown applicators and was presented with paradoxical hyperplasia post treatment.